Manufacturer narrative:
Concomitant medical products: 407645 non-defib lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high and undefined impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.